Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
Following the surgery where these ascend flex implants (another hospital in (B)(6)) were implanted, it was identified from a follow-up scan that the pyrocarbon humeral head had been damaged/cracked/shattered. This patient was referred to mr (B)(6) at (B)(6). It is believed that there were metal anchors from a historic soft tissue procedure in the glenoid and these could potentially have been a contributing factor to the implant damage. Mr (B)(6) had to remove every piece of the implant (apparently the initial surgeon performed an arthroscopic procedure after identifying the issue on the scans to try remove the metal anchors). The carbon had destroyed much of the patient's bony anatomy and a lot of the soft tissues had to be debrided to remove the carbon and clean the joint. A cement spacer was implanted and it is expected a custom implant will be required to revise this at some point.